Manufacturer narrative:
Based on the provided data and investigation, there is no indication of a product problem. A review of the roche controls in the customer data confirmed that they were all valid and comparable to the qc release data of batch g12932. The alleged issue improved once the sample handling was improved for the validation study. Late CT values are indicative of samples near or below the limit of detection (lod) of the assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) is performing a validation study using limit of detection (lod) samples with the cobas sars-cov-2 assay vs. Other competitor assays. Multiple result discrepancies were generated. No results generated with the cobas sars-cov-2 assay were reported out of the lab and it was confirmed that no delays in treatments, no recollections or harm was alleged in the case. Three rounds testing were performed by the customer during a validation study. During the first round of testing, multiple samples that were detected and generated late CT values using the thermo fisher (taqpath covid-19 ce ivd rt-pcr kit) or cepheid assays, produced target not detected or presumptive positive results using the cobas sars-cov-2 assay. All of the samples that produced result discrepancies has cts generated that were indicative of samples that fall below the lod of their respective assay. The customer improved the workflow and performed a second round of validation study testing. The samples were collected the same day that the study was performed and tested using the sars-cov-2 assay immediately after testing with the thermo assay. The results of the study improved and much fewer result discrepancies were generated. Again, some samples that were detected and generated later cts using the thermo fisher assay, produced target not detected or presumptive positive results using the cobas sars-cov-2 assay. All of the samples that produced result discrepancies had CT values generated that were indicative of samples that fall near or below the lod of their respective assay. A sample that produced a not detected result with the thermo assay was detected using the cobas sars-cov-2 assay. A third round of validation testing has been performed using only samples with late cts indicative of lod samples. This data has not yet been provided. The customer is using saline 0.9% sample type; both naso- and oro-pharyngeal swabs. The customer was not able to identify which swab is used since the samples arrive at the testing lab in the collection tube with 1ml saline. However, different types of swabs are used from sample to sample. Samples are stored in the same saline collection tube and they are not transferred into a secondary tube as the samples are collected in a secondary tube compatible to the cobas 6800. Once the customer switched to 3 ml collections from 1ml as per the instructions for use the results improved. Per the cobas sars-cov-2 assay, collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd universal viral transport (uvt) after collection, specimens in cobas pcr media or 0.9% physiological saline should be stored at 2-8°c and processed within 48 hours. Based on the provided data and information, there is no indication of a product problem. A review of the roche controls confirmed that they were all valid and comparable to the qc release data of batch g12932. The alleged issue improved once the sample handling was improved for the validation study. Late CT values are indicative of samples near or below the limit of detection (lod) of the assay. It is expected to see result discrepancies with samples that have titers below the lod of the assay.